Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 46 mg/dl with unsteadiness when standing and walking associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to the alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 3/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: unable to confirm or duplicate the complaint, the pump information for the complaint date has been overwritten. The black box shows dates from (B)(6) 2017 to 9b)(6) 2017. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.